Event description:
It was reported via telephone call that an alarm was found for a reset error while looking at the alarm history. It was also reported that the customer had not been wearing the insulin pump for a while. The blood glucose reading was not known. The reset error alarm was confirmed in the insulin pump alarm history. It was reported that the insulin pump was stored or out of use for an extended period of time and the caller was advised that the alarm was normal behavior for the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.